Manufacturer narrative:
Corrections made to evaluation method code grid, catalog item identifier, product brand name, product UDI, and model number.

Event description:
It has been reported that the device is failing self-test.